Manufacturer narrative:
Updated: h6 (type of investigation, investigation findings, investigation conclusions). Further evaluation was performed by the engineers in the manufacturing site. As part of this investigation the process was reviewed and it was confirmed that there is not evidence that could lead that the reported issue could be cause during the manufacturing process. Device history records review was performed and it was confirmed that the reported lot did not have any retention or non conformance related to the reported malfunction; also, there are manufacturing controls to avoid potential causes related to the reported malfunction. As part of the packaging process, all units after balloon bonding step passes through a balloon inspection. Also, balloons get inflated and deflated to assure the condition of it and a leak and flow test is performed. Additionally, a deflation time check of the balloon is performed. According to the event description, the balloon rupture during the inflation process; a potential cause for this defect could be if the balloon is inflated more than the recommended volume as per IFU instructions. Another possible cause can be related if the customer use another syringe to inflate the balloon, which in the IFU is clearly warned that it is required to use the syringe provided to inflate the balloon with co 2 or air to the maximum recommended volume. Based on this, the potential cause for the reported issue could be caused by improper inflation techniques by the end user if the balloon was inflated more than the volume recommended.

Manufacturer narrative:
The device involved in this case was received by our product evaluation laboratory. The report of balloon issue was confirmed. As received, balloon was found to be torn at the distal bonding area at two different locations around the circumference. Tear 1 was 3 mm in length and tear 2 was 0.2mm in length. The torn edges of both tears did not appeared to match up. No visible damage was observed from catheter body or returned syringe. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during inflation of this swan ganz catheter, the balloon rupture. There was no allegation of patient injury. As per product evaluation, it was found the balloon was torn and the balloon edges did not match up.